Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain with ambulation. Mars indicated fluid.

Manufacturer narrative:
Litigation papers allege the patient suffered severe left hip pain, back pain, fluid in her left hip joint, difficulty walking, a rash of unknown etiology on her forehead and chest that would not go away until after her revision surgery and was injured by excessive levels of chromium and cobalt in her blood. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.